Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The insulin flow blocked alarm functioning properly. However, software error detected alarm found in the pump history due to software error. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the alleging possible insulin pump was under delivery. Customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 270 mg/dl. Customer's other blood glucose level was 249 mg/sl at the time of call. Customer was treated with bolus through insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was using auto mode. Customer was able to perform high pressure test at this time. Customer was assisted with performing the high pressure test and test results was failed and customer was performed repeated high pressure test and the test result was insulin pump had received software error detected alarm. Customer troubleshooting was performed for under delivery. The insulin pump will be returned for analysis.